Manufacturer narrative:
Block e1: initial reporter state / province: (B)(6). Block h6: device code 1069 captures the reportable event of stent broken. Problem code 3191 is being used to capture the reportable issue of aborted / cancelled procedure). Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction has been made to h1: type of reportable event.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was unable to be placed. Therefore, the physician decided to remove the device from the patient. As the stent was being removed, the stent broke. The entire device was successfully retrieved from the patient using forceps. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was unable to be placed. Therefore, the physician decided to remove the device from the patient. As the stent was being removed, the stent broke. The entire device was successfully retrieved from the patient using forceps. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state/province: (B)(6). Block h6: device code 1069 captures the reportable event of stent broken. Problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure). Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the returned flexima biliary stent was analyze, and a visual evaluation noted that the guide catheter was observed unloaded from the delivery system and it was observed stretched, buckled and kinked. The push catheter was kinked at the proximal section. The push catheter suture hole was torn. The stent was returned with no issues. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, it is likely that procedural factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking/bending of the catheters. This condition can result in stent deployment issues due to the friction between the kinked areas in the catheters. Continued attempts to release the stent or forcible retraction of the guide catheter in order to release the stent can result in the guide catheter becoming kinked/stretched/buckled. Also, this force could cause the suture hole to be torn. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) proedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was unable to be placed. Therefore, the physician decided to remove the device from the patient. As the stent was being removed, the stent broke. The entire device was successfully retrieved from the patient using forceps. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.